Event description:
Customer received results of 32.0 mmol/l and 8.2 mmol/l on the mobile system and a result of 7.5 mmol/l obtained on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491549, expiration date 05/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.